Manufacturer narrative:
Follow-up #2 date of submission 05/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings:a review of the black box showed a loss of prime occurred multiple times on 04/14/2014 at 09:13; the loss of prime was confirmed several times and deliveries were resumed the same day at 16:12. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime sequence and 24 duration test were performed successfully with no loss of primes occurred. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on that same day, the patient experienced low blood glucose (bg) of 53mg/dl related to an unspecified prime issue. The reporter stated that the patient¿s low bg was treated with food and drink as per phone advice received from the patient¿s healthcare provider (hcp). No other details were provided. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical advice related to a non-specific prime issue with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
On (B)(6) 2014, customer technical support followed up with the reporter regarding the prime issue. The reporter stated that the patient did not prime while attached and did not unintentionally deliver extra insulin. The reporter stated that the patient¿s healthcare provider believed the low bg was caused by absorption issues related to scar tissue. There was no allegation of a product issue at the time of follow up.